Event description:
The customer contacted terumo bct and reported that during a plasma exchange on a spectra optia device the tubing became disconnected from the patient's central venous access device (cvad), which resulted in blood loss and triggered a code blue event. Per the customer the patient was agitated before the event, which may have contributed to the line becoming disconnected. However, the customer stated that the distal male luer end of the tubing was broken off. The customer reported that the patient experienced temporary harm due to blood loss (approximately 300 ml in total) from the tubing disconnection. This resulted in code blue activation as well as treatment abortion and urgent bloodwork. The patient¿s hemoglobin decreased from 131 g/l to 108 g/l. The patient is stable and remained admitted as an inpatient terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer contacted terumo bct and reported that during a plasma exchange on a spectra optia device the tubing became disconnected from the patient's central venous access device (cvad), which resulted in blood loss and triggered a code blue event. Per the customer the patient was agitated before the event, which may have contributed to the line becoming disconnected. However, the customer stated that the distal male luer end of the tubing was broken off. The customer reported that the patient experienced temporary harm due to blood loss (approximately 300 ml in total) from the tubing disconnection. This resulted in code blue activation as well as treatment abortion and urgent bloodwork. The patients hemoglobin decreased from 131 g/l to 108 g/l. The patient is stable and remained admitted as an inpatient the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, d.4, h.6 and h.11. Investigation: the customer provided a photograph of the reported defect in lieu of the disposable kit return. The photo confirmed the access line luer component was detached from the access line tubing resulting in the loss of blood from the patient access site. There was no evidence of damage to the tubing. On further examination, the presence of adequate solvent was verified and a witness mark was identified on the tubing consistent with the correct insertion distance required for an optimal bond. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Correction: a correction was implemented for this incident. Manufacturing staff were made aware of this issue and retrained to the appropriate procedures. Root cause: cause for the blood loss and drop in hemoglobin was due to a disposable kit leak from a failure in the connection between the access luer and tubing. Based on the available information a definitive root cause for the leak could not be determined, but it is potentially due to one or a combination of the possible causes listed below: inadequate contact of the tubing with the bond socket after solvent application leading to an incomplete bond during manufacturing assembly insufficient application of solvent to the tubing and/or delay in tubing insertion allowing the solvent to partially dry leading to an ineffective bond * inadequate insertion of the tube into the bond socket mishandling of a sub-optimal bond during manufacturing, during set up at the customer site prior to the procedure and/or exacerbated during the procedure via an agitated patient a manufacturing analysis was carried out by the quality team. A potential contributing factor was identified, since the operator could have missed the confirmation for bond gaps. The issue can be considered an isolated event since no recurrence was identified.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Corrected information is provided in b.5 and d.4. Investigation: the customer provided a photograph of the reported defect in lieu of the disposable kit return. The photo confirmed the access line luer component was detached from the access line tubing resulting in the loss of blood from the patient access site. There was no evidence of damage to the tubing. On further examination, the presence of adequate solvent was verified and a witness mark was identified on the tubing consistent with the correct insertion distance required for an optimal bond. The correct lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Correction: a correction was implemented for this incident. Manufacturing staff were made aware of this issue and retrained to the appropriate procedures. Investigation is in process, a follow-up report will be provided.

Event description:
The customer contacted terumo bct and reported that during a plasma exchange on a spectra optia device the tubing became disconnected from the patient's central venous access device (cvad), which resulted in blood loss and triggered a code blue event. Per the customer the patient was agitated before the event, which may have contributed to the line becoming disconnected. However, the customer stated that the distal male luer end of the tubing was broken off. The customer reported that the patient experienced temporary harm due to blood loss (approximately 300 ml in total) from the tubing disconnection. This resulted in code blue activation as well as treatment abortion and urgent bloodwork. The patient¿s hemoglobin decreased from 131 g/l to 108 g/l. The patient is stable and remained admitted as an inpatient the collection set is not available for return because it was discarded by the customer.